Event description:
It was reported to philips that system was unable to perform exposure due to an image storage space issue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips had investigated the complaint. According to additional information collected that the issue was identified during pre-check, and the procedure was not performed. A philips engineer visited the site to inspect the equipment and identified that the database consistency test had failed. This failure prevented the system from storing images. The engineer recreated database storage. After which, the system was restored to good working order. The codes have been updated based on the investigation's outcome the manufacture date has been updated.

Manufacturer narrative:
Philips had investigated the complaint. According to additional information collected that the issue was identified during pre-check, and the procedure was not performed. A philips engineer visited the site to inspect the equipment and identified that the database consistency test had failed. This failure prevented the system from storing images. The engineer recreated database storage. After which, the system was restored to good working order. The codes have been updated based on the investigation's outcome